Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-03054. The patient had 2 scs leads with the same lot number. It was reported, the patient experienced pain, warmth and swelling at her incision sites. Follow-up identified the patient was admitted to the emergency room and her scs system was explanted. It was also reported incision cultures identified (B)(6) epidermidis and the patient received antibiotics. Product will not be returned.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.